Manufacturer narrative:
An investigation has been initiated. Additional information and the sample have been requested. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the device broke during removal.